Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. Review of the received diagnostic report showed that the device generated a pressure regulation high (1009) alarm prior to the reported device behavior and adverse event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:(B)(6) 2021. B4:(B)(6) 2021. A philips field service engineer (fse) evaluated the device and was unable to duplicate the symptom. The diagnostic report was not provided for review. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. This reporter stated that a female patient of unknown age, height, and weight was admitted to a hospital¿s intensive care unit on an unknown date with an admitting diagnosis of coronavirus (covid-19). No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed ventilation therapy via the respironics v60 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While admitted on 07dec2020, the patient was receiving therapy via the v60 device, the device entered an inoperative condition where the device¿s screen went blank, the device shutdown, alarms where produced, and the patient experienced an event of oxygen desaturation; values not reported. Hospital staff then placed the patient on another ventilator; brand, model, and prescription not reported. A few days later, the patient underwent an intubation procedure; details not reported, and was prescribed mechanical ventilation; brand, model, and prescription details not reported. The alarms generated by the device were not reported. No relevant laboratory data was reported. The outcome of the patient being intubated and being transferred to an invasive ventilator was not reported. There is no information to support that a malfunction occurred. Philips was unable to determine the cause of the reported symptom as it could not be reproduced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17dec2020.

Event description:
A customer reported to philips that while delivering therapy to a patient, the respironics v60 ventilator¿s screen went blank, the device shutdown, and generated alarms. The customer reported that the unit was in use on a patient at the time of the reported device symptom and adverse event.